Event description:
It was reported that after a novasure ablation on may 23rd, a hole in the array was observed. No patient injury reported. The internal cavity was reviewed didn´t see anything out of the ordinary. Procedure was not completed. A new device was used and would not pass cavity initial assessment. No additional interventions. Patient was discharged the same day. No other information is available.